Manufacturer narrative:
Supplemental submitted to include additional information received from boston scientific sales representative that changed fields b5 and h6.

Event description:
It was reported that this spinal cord stimulation (scs) system was replaced due to . The location of the device is unknown. No additional adverse patient effects were reported. Additional information was received that the spinal cord stimulation (scs) system was replaced due an (magnetic resonance imaging) MRI access. The patient is doing well post operatively and the device will not be returned as it was disposed per facility.

Event description:
It was reported that this spinal cord stimulation (scs) system was replaced due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported.